Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via telephone call by a hospital employee that the cause of death was an aneurysm.

Manufacturer narrative:
This report is provided to supplement our original medwatch form with additional event details.

Event description:
During a follow up call the customer's son informed that he customer had passed away. They did not mention complications from diabetes or the insulin pump. Nothing further was reported.